Event description:
It was reported that approximately 6 days post-litt, a patient experienced a deep vein thrombosis grade 1 identified via routine doppler. The patient received levenox medication as intervention and the event was indicated as resolved on (B)(6) 2019. Note: litt = laser interstitial thermal therapy, also known as stereotactic laser ablation (sla).

Manufacturer narrative:
Deep vein thrombosis is a documented perioperative risk/complication for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.